Event description:
It was reported that the patient was externally shocked twice due to ventricular tachycardia (vt). Before or after ¿it is not quite clear ¿the physician mentioned that the implantable pulse generator (ipg) could not be interrogated. The patient refused any therapy. At that time patient showed an intrinsic rhythm. The ipg was checked with a magnet and got no feedback. The device remained in use. The patient died the following day due to multi organ failure, unrelated to the ipg.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.